Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
Procedure: vp shunt revision. It was reported that the valve or the device was not draining correctly. They removed it and replaced with a new one. Patient was fine post-surgery. No adverse event to patient. Gender: female. (B)(6). No other information is available.